Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a pas-port proximal anastomosis system part # fc700su was used during a off-pump coronary artery bypass opcab procedure performed on (B)(6), 2021. According to the complainant, it was reported that since the staples were not opened more than usual, surgeon placed an additional needle on the staples and proceeded with the procedure. The surgeon turned the knob to the end, but the outer flange was not separated. At that time, the knob did not move, and when it turned several times, the device was able to remove, probably because some of the outer flanges were cut off. After that, woosing occurred and it was stopped with 4 or 5 additional needles, but the outer flange remained upright. There were no complications in the patient as of (B)(6), 2021. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: the device arrived in a contaminated condition. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that 4 similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (4(5) severity x 2(5) probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. A recall of the device was initiated worldwide. The device will not be sold/ marketed any longer.